Event description:
The customer reported the device did not alarm when a proximal occlusion was present. The pump was returned to biomedical engineering department with an unsigned note that stated, "doesn't work when on." No tracking info was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.